Event description:
Paramedics responded to a patient condition described as unconscious, unresponsive, with no pulse or respiration. The patient was connected to the device and diagnosed as in asystole. External pacing was administered. After an unknown period of time, the monitor allegedly displayed excessive artifact and pacing was partially inhibited to a rate less than what was set. The patient was not resuscitated. The reporter indicated the reported malfunction did not cause or contribute to the death of the patient. The reporter based their opinion on the attending paramedic's assessment of the patient's viability.